Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage and have foreign material on lens surface (hair). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -17.5 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was not exchanged for another lens.